Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp bur 60d smbore 3ss experienced flow issues. The following information was provided by the initial reporter: they are claiming that lipids are now backing up into the filter.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the lipids are backing up into the filter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp bur 60d smbore 3ss experienced flow issues. The following information was provided by the initial reporter: they are claiming that lipids are now backing up into the filter.